Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose level up to 500 (mg/dl). Reportedly, the customer's bg level was 404 (mg/dl) at the time of the report. The customer stated the pump may not be delivering the basal rate. Manual injections were delivered to address bg level. The customer declined to perform troubleshooting with tandem technical support.